Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that after an infusion site change, the user experienced hyperglycemia with blood glucose rising from 79 mg/dl to a peak of 345 mg/dl, remaining above 180 mg/dl for approximately two hours, with no device alerts above 300 mg/dl for over 90 minutes and no evidence of site leakage or blood; the device date was set incorrectly and corrected during the call, and charts indicated a period without insulin for over two hours followed by a meal. Symptoms included hyperglycemia without dizziness, loss of consciousness, or diabetic ketoacidosis. Outcomes included no use of backup therapy, no ketone testing, no assistance required, and no medical intervention or hospitalization. Investigation included review of uploaded device reports and user guidance on correcting device date settings, along with education on monitoring and reassessment. Investigation of this case revealed hyperglycemia with cause unclear, with contributing factors possibly including the incorrect device date setting, a period without insulin delivery, and timing of meal intake; no device alarms were triggered and no infusion site issues were detected. It was concluded, based on previously established findings for similar reports, that the cause was undetermined.